Manufacturer narrative:
D6a date of implant, corrected data: the initial report inadvertently listed the wrong date of implant.

Event description:
It was reported that the patient was seen in clinic with high impedance and the device was disabled. The patient was scheduled for surgery where the pin was reinserted and high impedance resolved, and the generator was turned back on. No other relevant information has been received to date.